Manufacturer narrative:
Investigation: visual inspection revealed that the dissection tip had no non conformities. There was no evidence of blood. A functional test was performed on the device. The dissection tip was able to be assembled onto a reference endoscope and fit properly. It was not loose. Based upon this, the reported complaint "did not tighten" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip would not screw on to the scope. The tip caught onto the scope, but the user felt it did not tighten all of the way, it looked loose and wobbly. A replacement unit was used to complete the procedure. The product was returned.